Manufacturer narrative:
The technician cleaned the hilow brake assembly to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Technician alleged that the hilow drive drifted down. No pt impact.